Manufacturer narrative:
It was reported that during use the device became hot and no pressure was available while drilling. The manufacturer evaluation revealed the device did not have any function during device testing. The device was dismantled and the sensor magnet was found 90° rotated which most likely resulted in the reported overheating. The most likely cause is attributed to wear and tear from repetitive use. The v-300 is obsoleted and replaced by the ar-300 device.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during use the device became hot and no pressure was available while drilling. There was no harm for patient, operator or third party reported. No further information received.